Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
The insert would not snap into the acetabular cup. There was no adverse consequence for the pt.